Event description:
The customer stated that the insulin pump has a blank display when pressing the act button. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display driver.